Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy skin irritation on their left side. The patient reported that their nurse assisted them in caring for the irritation. There was no alleged device malfunction related to the irritation. The patient's physician told the patient to take the vest off while the irritation healed. The patient's medical condition improved.